Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as: MDR ID: 2134265-2018-06299, MDR ID:2134265-2018-06300. It was reported that the wire felt stuck when removing it from this device. An innova¿ stent was selected for use during a patient procedure. When removing the non-bsc wire from this device during the procedure, the wire became bent and then felt stuck when removing it from this device. This issue has been experienced by the physician a couple of times. No patient complications were reported.